Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported kink on the catheter resulted in the reported difficulty to remove the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling. The dragonfly optis device referenced in b5 and d10 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed in the de novo 90% stenosed, mildly tortuous, and mildly calcified lesion in the distal right coronary artery. A bmw elite ii guide wire was advanced and a dragonfly optis imaging catheter over it; however, when attempting to remove the dragonfly catheter they became stuck. Both devices were removed together and once outside the patient anatomy it was noted that the catheter was kinked. The procedure was successfully completed with a non-abbott guide wire and intravascular ultrasound. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.